Event description:
I had total hip replacement on (B)(6) 2006 (right hip). I could barley walk up stairs at this point, couldn't run, jog, bend down, let alone get up w/o help. The operation seemed kind of successful at first, but the pain in walking up stairs, running etc. Never did quite go away and progressively got worse over the next few yrs. Worse than what it was before the operation. I was reduced to walking with crutches or a walker most of the time. Couldn't sleep, couldn't work. Still can't find a decent job at my age (B)(6). Have been living on disability ever since and it doesn't quite cut the mustard. The only time of the day I ever felt comfortable was when I was in the hot tub, and even then it would hurt some. Reason for use: hip was just worn out, arthritis.